Event description:
During laparoscopic cholecystectomy procedure, the clips were reportedly falling off after being applied. There were no patient complications related to this device malfunction, but the patient remained in surgery for an extended amount of time.